Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device fainted. The patient was instructed to perform a home interrogation and call their physician. No further information has been made known at this time and root cause not communicated.